Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counters (sic) and non-sustained high rates as well as a lead warning for noise. It was further reported that stored non-sustained high rate episodes showed possible t-wave oversensing (twos) of the rv lead and undersensing of the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.